Event description:
The customer reported a precharge error. This will prevent the system from booting to a usable state. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and the interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.